Event description:
It was reported that the customer had a blood glucose level of 500 mg/dl. The customer delivered 18 units of insulin with a bolus to treat her high blood glucose level, but her level continued to rise. The customer also has manual injections as a back-up plan. The customer expressed dizziness as a symptom of her high blood glucose level. Standard troubleshooting was performed. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.